Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death was due to patient condition. The cause of the reported tissue injury and mitral regurgitation was unable to be determined. The reported patient effects of tissue injury, mitral regurgitation, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. Three mitraclips were implanted successfully. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during the follow-up transthoracic echocardiogram (tte) it was determined that there was a torn leaflet and the mr had increased to grade 4+. The patient was evaluated and a follow-up procedure was scheduled. On (B)(6) 2025, the patient returned with grade 4 mitral regurgitation and a torn leaflet for an amplatzer procedure. Two plugs were inserted in between the clips successfully. The final mr was grade 2-3. No additional information was provided. On (B)(6) 2025, the patient died and the documented cause of death was heart failure.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. Three mitraclips were implanted successfully. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during the follow-up transthoracic echocardiogram (tte) it was determined that there was a torn leaflet and the mr had increased to grade 4+. The patient was evaluated and a follow-up procedure was scheduled. On (B)(6) 2025, the patient returned with grade 4 mitral regurgitation and a torn leaflet for an amplatzer procedure. Two plugs were inserted in between the clips successfully. The final mr was grade 2-3. No additional information was provided. On (B)(6) 2025, the patient died and the documented cause of death was heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.